Event description:
A consumer reported that following a toric intraocular lens (iol) implant procedure, his vision is worse. He sought a second opinion for this issue and had a laser "clean up" performed by a second surgeon in (B)(6). The second surgeon informed the consumer that the iol was thirty degrees off axis. The consumer reported the malposition to the implanting surgeon, who stated the lens must have shifted due to the laser procedure. The consumer is having a pair of glasses made to correct his vision. In a follow up with the consumer, he reported that the laser procedure was done to eliminate floaters in his vision. However, he still has floaters and light sensitivity with doubling of lights when driving at night; especially if it is raining. Additional information was received from the implanting surgeon, who reported that the event continues. She stated the consumer went to germany and had a yag laser treatment with a large opening. Due to the large opening, she feels it is unsafe to attempt to rotate the implant.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The surgical viscoelastic indicated on the returned questionnaire is not qualified for use for the reported lens/cartridge combination. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 11/19/2013. (B)(4).